Event description:
Reportedly out of box, the xpert stent was noted to be partially deployed. The device was not used in the patient anatomy. Another xpert of the same size was used to complete the procedure. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported premature stent deployment was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.